Event description:
A (B)(6) distributor contacted zoll customer support to report a (B)(6) patient's monitor was not properly powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor won't power up properly) was confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to a corrupted sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective sd card. The patient received a replacement monitor.